Event description:
It was reported that a pt underwent a laparoscopic hysterectomy procedure on (B)(6) 2009. In the middle of the procedure, the handpiece stopped cutting. The staff tried re-seating the handpiece and it would not activate. A second motor drive unit was obtained and using the same handpiece, the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00851. The same pt is represented in each medwatch.